Event description:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue, dyspareunia, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 09/12/2016.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure currently with diagnostic hysteroscopy and balloon endometrial ablation on (B)(6) 2009 and mesh was used to treat pelvic organ prolapse and stress incontinence. It was reported that the patient experienced urinary tract infection, bladder spasm, dysuria and urinary incontinence. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse. On (B)(6) 2011, the patient underwent cystocele and anterior repair.

Manufacturer narrative:
Date sent to FDA: 11/1/2019. (B)(4). Additional narrative: it was reported that patient underwent excision of mesh on (B)(6) 2012 due to mesh extrusion.